Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported; "ankle implant was before 2014. It has never been right, but getting unbearable to walk on. After follow ups and many test the implant was removed and my foot was fused." Revision surgery performed.